Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported receiving an egv reading of 40 mg/dl on their tandem t: slim x2 pump. The patient did not have a glucometer available to confirm the reading via fingerstick. At the time, the patient experienced nausea and vomiting. In response, the patient consumed carbohydrates and administered insulin; however, the egv did not increase and instead displayed low. Later that morning, the patient returned home, and by approximately 11:30 a.m., the patient¿s partner called an ambulance. Upon arrival, paramedics performed a fingerstick test, which showed a bg level of 560 mg/dl, while the egv continued to display low. No medication or treatment was administered by the paramedics, and the patient was transported to the hospital. At the hospital, around 11:45 a.m., another fingerstick test indicated a bg level of approximately 300 mg/dl. The patient reported changing the sensor at the hospital; however, the new sensor failed before completing the warm-up period. The patient was treated with an insulin drip, IV fluids, and IV zofran and was transferred to the ICU by 11:00 p.m. The hospital records document dka. The patient remained hospitalized until (B)(6) 2025 and was discharged at approximately 5:00 p.m. During the follow-up call, the patient reported feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator upon onset of symptoms. The reported glucose values taken by the paramedics fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.